Manufacturer narrative:
Retainer ring = black. On december 13, 2021 the insulin pump was returned due to customer allegation to insulin pump under delivering causing high blood glucose. The insulin pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the insulin pump history on the event date of dec 13, 2021 found bolus deliveries of 0.275unit at 00:08:27.000, 0.3unit at 01:03:31.000, 0.025unit at 02:28:33.000, 0.025unit at 03:03:27.000, 0.15unit at 04:03:33.000, 0.35unit at 05:03:46.000, 0.125unit at 06:03:24.000, 0.35unit at 07:03:31.000, 0.025unit at 08:03:25.000, 0.4unit at 09:03:46.000, 0.05unit at 10:03:31.000, 0.15unit at 11:48:28.000, 0.4unit at 12:03:33.000, 0.2unit at 13:03:27.000, 14.1unit at 15:10:08.000, 0.4unit at 16:03:48.000, 0.4unit at 17:03:47.000, 0.4unit at 18:03:34.000, 0.25unit at 19:18:29.000, and 13.125 unit at 22:05:56.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the insulin pump was received with scratched case. In summary, customer allegation for insulin ump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed infusion stopped during rewind. Customer was able to clear the alarm but did not receive request to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated the insulin pump failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.